Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support from a intuitive surgical, inc. (Isi) field service engineer (fse). The fse spoke with the customer and there have no further issues in any of the other cases. No site visit was conducted. Isi did not receive the permanent cautery hook (pch) involved in the customer-reported complaint for failure analysis. Isi did receive a separate permanent cautery hook (pch) instrument, however the batch sequence did not match with the event date. It was analyzed on an in-house system where it passed the recognition and the engagement tests, passed energy delivery testing in various grip orientations, and passed the electrical continuity test. The returned instrument was fully functional. A review of the device logs for the instrument associated with this event was performed. Per this review, this pch instrument was not installed/used on reported event date. Log review finding suggests one of the following: 1) the device did not pass recognition on the reported event date, 2) the issue was identified before installation on the system on the reported event date, or 3) the reported event date is incorrect. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, electrical energy applied to the permanent cautery hook (pch) instrument arced to adjacent tissue, resulting in additional surgical bleeding. A call was made to intuitive surgical, inc. (Isi) technical support, who advised returning the instrument. Additional information has been requested; however, no response has been received.